Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 3.50mm x 16mm synergy ii stent was advanced through a previously deployed stent and while trying to re-position the stent, it got caught on the deployed stent and was stripped off from the balloon inside the coronary artery. Subsequently, a balloon catheter was advanced and smashed the dislodged stent to the vessel wall. The patient was then transferred for a higher level of care, was placed on balloon pump and was sent for bypass surgery. The procedure was completed. No patient complications were reported and the patient's status was stable.